Event description:
Patient's father reported there is a black line on the display of the meter that began yesterday. Father stated the black line goes from top to bottom in the center of the screen. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).